Manufacturer narrative:
Device received with intermittent button response due to flattened button dome switch and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify a33 alarm and change or battery lasts less than expected due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had compromised force sensor system alarm and button error alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that drive support cap was normal. The device will be returned for analysis.